Event description:
During a coronary stenting drug eluting treatment procedure, stent damage occurred. The lesion being treated was locate in the right coronary artery (rca). The physician attempted to advance the guide when it popped out. The physician found the guide had lifted some ot the struts of the taxus express2 2.50 x 12 mm drug eluting stent. The stent was removed and the procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "ok".